Event description:
It was reported that during a product demonstration event, the irrigation stopped working on the device resulting in overheat. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
This follow-up report is being submitted due to the device being received at stryker (B)(4) and the investigation being completed.

Event description:
It was reported that during a product demonstration event, the irrigation stopped working on the device resulting in overheat. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.